Event description:
Patient reported left side ¿rash in-between breast", "hitched up and higher", "heaviness", "pressure over heart and over all uncomfortable". Healthcare professional later reported "implant illness and just doesn't feel good". Patient additionally reported "capsular contracture baker grade IV". Device has been explanted and discarded.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog through the photos provided. Malposition: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Rash: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Varied injuries: unable to observe as it is a medical event that is not related to the device. Other medical: unable to observe as it is a medical event that is not related to the device. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rash, malposition, chest pain, varied injuries-breast, capsular contracture baker grade IV.

Event description:
Patient reported left side ¿rash in-between breast", "hitched up and higher", "heaviness", "pressure over heart and over all uncomfortable". Healthcare professional later reported "implant illness and just doesn't feel good". Patient additionally reported "capsular contracture baker grade IV". Device has been explanted and discarded.